Event description:
During a follow-up, the pump logs were reviewed and tandem technical support informed the customer that based on the findings of the pump logs the pump was operating as intended. The contact did not accept these findings and alleged there was an underlying issue with the pump causing the occlusion alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The contact stated that they were clearing the occlusion alarms and resuming insulin deliveries. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The contact reported that the pump would be used for insulin therapy and a back-up non-tandem pump was available if needed.